Manufacturer narrative:
The hill-rom technician found a rusted latch and pin which prevented the siderail from latching properly. The latch and pin was cleaned and lubricated to resolve the issue.

Event description:
Information received indicated the siderail would not latch.